Manufacturer narrative:
Concomitant device: lot: geg143. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced small bowel obstruction and adhesions. Post-operative patient treatment included removal of mesh, primary closure of abdomen, lysis of adhesions, small bowel resection, and anastomosis.